Event description:
Caller reported a malfunction on the pump, which was identified with a specific code but caused no notable events prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support provided information on resetting the pump and assisted the caller with the process. The malfunction code did not recur after the pump was reset, and the customer was advised to continue using the pump and to call back if the issue reappeared.